Event description:
It was reported that during a low anterior resection procedure, the device cut the tissue but did not staple. The patient ended up with colostomy.

Manufacturer narrative:
Information anticipated, but unavailable at this time.